Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that when the customer pulled the pump out of his pocket by the infusion line, the luer lock became disconnected. Customer has been on the pump for 4 days and has had inconsistent blood glucose levels for the past 2 months.